Event description:
It was reported to boston scientific corporation that an expect aspiration needle device was used during biopsy procedure performed in the colon. According to the complainant, when they were about to make rectal puncture to obtain a biopsy sample, a big noise was heard; the needle had broken. At withdrawal, the needle remained implanted in the mucosa. They located the needle by colonoscopy, and attempted to retrieve it with a foreign body forceps and biopsy forceps; they were unsuccessful. The physician finally managed to remove the needle with sterile surgery forceps. The procedure was completed with this device, as a biopsy sample was able to be obtained, during the first attempt.

Event description:
It was reported to boston scientific corporation that an expect aspiration needle device was used during biopsy procedure performed in the colon. According to the complainant, when they were about to make rectal puncture to obtain a biopsy sample, a big noise was heard; the needle had broken. At withdrawal, the needle remained implanted in the mucosa. They located the needle by colonoscopy, and attempted to retrieve it with a foreign body forceps and biopsy forceps; they were unsuccessful. The physician finally managed to remove the needle with sterile surgery forceps. The procedure was completed with this device, as a biopsy sample was able to be obtain, during the first attempt.

Manufacturer narrative:
Visual inspection noted kinking beneath the handle. Also, the needle was broken in two pieces, split approximately at the center point. This confirmed the customer complaint. The stylet was unable to be removed prior to disinfection, however, during a functional evaluation, the stylet was able to be removed from the needle assembly, but was not able to be reinserted. The event described occurred after one pass. The inability to remove the stylet prior to disinfection, and inability to reinsert the stylet after it was removed during functional evaluation, are most likely the result of a dried occlusion within the device. The occlusion could have resulted from a blood clot or tissue which may have been aspirated and lodged while collecting the first sample. The kink noted in the visual inspection could have resulted from damage during scope attachment or readjustment, damage during removal from the scope, or damage during shipping to bsc in nonstandard packaging. In regards to the broken needle, the device could have been subjected to anatomical/procedural conditions that could lead to increased forces within the needle causing it to break. The angle of the scope and patient anatomy could have contributed to these increased forces. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.